Event description:
It was reported that the patient's IPG has reached End of Life. It is unknown if this occurred prematurely. Surgical intervention was undertaken and the IPG was explanted and replaced.

Manufacturer narrative:
B3: Event date is estimated.